Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed error saying a broken force sensor was detected during seating or regular delivery. The patient¿s blood glucose level was 86 mg/dl at the time of the incident. Displacement test was performed and the pump could not be rewound. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis

Manufacturer narrative:
Unit alarmed during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to alarm.